Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial right tha on an unknown date. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their right tha. The patient has a recalled poly implant. Upon examination the patient was scheduled to have a revision tha possible poly swap vs. Full revision. The patient was revised on (B)(6) 2023. The patient required dbm bone graft to be packed behind the acetabular cup due to osteolysis causing a bone void behind the implant. The acetabular cup and femoral stem were stable. The patient underwent an acetabular liner swap and femoral head swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.